Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of their pre-existing depression and was therefore treated with medication and hospitalized. It was assessed that this event was not related to the device or stimulation and had an unlikely relationship to the procedure. Additional information was received that the patient was discharged from the hospital however, the patients symptoms remain unresolved at this time.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of their pre-existing depression and was therefore treated with medication and hospitalized. It was assessed that this event was not related to the device or stimulation and had an unlikely relationship to the procedure.

Manufacturer narrative:
Additional information provided in block b3.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of their pre-existing depression and was therefore treated with medication and hospitalized. It was assessed that this event was not related to the device or stimulation and had an unlikely relationship to the procedure. Additional information was received that the patient was discharged from the hospital however, the patients symptoms remain unresolved at this time.